Event description:
The device was returned to olympus for evaluation and the device evaluation found the following; air/water cylinder has no color; suction cylinder has no color; scope cover plate has peeling; air/water cylinder has foreign objects; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to a cut on angle wire, bending section cannot be bent in down direction at all; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; image guide protector has a cut; air/water tube has foreign objects; distal end cover has a crack; objective lens has a crack; light guide lens has a crack; and universal cord has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; air/water cylinder has no color; suction cylinder has no color; scope cover plate has peeling; air/water cylinder has foreign objects; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to a cut on angle wire, bending section cannot be bent in down direction at all; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; image guide protector has a cut; air/water tube has foreign objects; distal end cover has a crack; objective lens has a crack; light guide lens has a crack; and universal cord has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reportable malfunction, but no response was received from the customer. Based on the results of the investigation, it is likely that the reportable malfunction of foreign material remained in the air/water channel and cylinder due to insufficient reprocessing. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.